Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery (pta). A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: the coyote balloon was returned to boston scientific for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a kink located 22.5cm from the tip. The reported event of balloon rupture was investigated and found a pinhole located 5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery (pta). A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.